Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(4) 2007, displayed a battery status of elective replacement indicator (eri) due to charge time after a second manual capacitor reformation. The monitoring voltage was 2.57 volts and the charge time was 21.8 seconds. There was a concern that the battery depleted earlier than expected. This device was recommended for explant within 90 days. There were no adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this device will be explanted and has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.